Manufacturer narrative:
The device was returned to zoll medical united kingdom. The clinical log file observes multiple change batteries and install batteries prompts throughout the event with no successful discharges. During evaluation it was observed that 8 of 10 of the batteries were panasonic 123 lithium batteries made in indonesia and 2 of 10 of batteries were manufactured in the united states that had expired in june 2020. Per the AED plus administrator's guide, 9650-0301-01-sf, rev yd, zoll recommends using duracell batteries only with the AED plus, and that the batteries be replaced every five (5) years. It also states, "caution! Use duracell or power one batteries only. Do not use panasonic, rayovac, or varta batteries. Use of panasonic, rayovac, or varta batteries may result in significantly longer defibrillator charging times than those required during emergency situations. "Additionally, all 10 batteries must be replaced at one time as the AED plus cannot detect whether all or a few were replaced. Using less than 10 fully charged batteries can affect the unit when performing a rescue. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old male patient, the device was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.